Manufacturer narrative:
The device was receiving by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had an internal part damaged. The device was not being used during surgery. It is unk if injury or medical intervention occurred. It is unk if a delay in surgery occurred. The date of the event is unk. There was no additional information provided.